Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) with this right ventricular (rv) lead exhibited loss of capture (loc) that resulted in more than 2 seconds of asystole during threshold testing. The date and time of the threshold test coincides with the event. No noise was detected and all other measurements were stable. After few weeks, this device was explanted for normal battery depletion (nbd). No adverse patient effects were reported. The device was out of service while the lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.